Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her cervical ipg. A sjm rep met with the pt and confirmed the issue. The pt's ipg was replaced with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.